Manufacturer narrative:
Evaluation: results: the returned product was visually examined. Discoloration was observed in each septum. The ipg successfully communicated with a test standard patient programmer. The ipg was functionally tested on automated test equipment. All portions of the testing passed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report 5 of 5: reference MFR report: 1627487-2011-09383. Reference MFR report: 1627487-2011-09384. Reference MFR report: 1627487-2011-09385. Reference MFR report: 1627487-2011-09386. The pt received the scs system on (B)(6) 2011 for an off-label indication. It has been reported the pt's entire system has been explanted due to multiple wound dehiscence of the incision above the ear. There has been no signs and symptoms of an infection. No further info is available at this time.